Event description:
It was reported the patient's blood glucose rose to 15.1 mmol/l (271.8 mg/dl). The patient noticed bleeding from the insertion site (arm) after wearing the pod for between 1 and 4 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. Blood was not observed on or within the device. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause bleeding or bruising. Additionally, investigation found a leak on the exposed portion of the soft cannula. The leakage was due to an external tear on the soft cannula, which diverted the intended path of the fluid. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.